Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012. During the procedure the cup would not lock onto the liner in which caused a delay greater than thirty minutes. Another cup and liner was used to finish the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under warnings it states: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." And "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02321 / 02322). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.